Event description:
Customer alleged the wheels and the walker bowed out when pressure was applied to walker. No injury alleged.

Manufacturer narrative:
The dealer called and stated that a 6291-5f walker, with wheels, was delivered to a patient at a nursing home. The patient is a male, (B)(6). The dealer stated that the patient went to get up from a seated position and applied pressure to the walker when the walker "bowed out". The patient is within the height and weight limitations of the 6291-5f walker. Page 3 of the owners manual states warnings, "make sure that the user's weight is distributed evenly and directly over the walker. The walker is not intended to support the full weight of the user". No injury alleged. RMA (B)(4) has been issued and the product is to be returned to invacare for an inspection and evaluation.